Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported severe pocket pain which has caused her to black out on two separate occasions. The patient experienced the same sharp pain during in office threshold testing today. A boston scientific technical services consultant documented and discussed the possible explanations for the pain. No additional adverse patient effects were reported.